Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that in-stent restenosis occurred. A taxus liberte drug-eluting stent was implanted in the left anterior descending (lad) artery. In (B)(6) 2018, the patient was presented with in-stent restenosis (isr) of the previously implanted taxus liberte stent. Percutaneous coronary intervention was performed for treatment. The 90% isr target lesion was located in the moderately tortuous and mildly calcified lad. After a guide wire crossed the lesion, an opticross¿ imaging catheter was advanced for intravascular ultrasound and the lesion was treated with implantation of a 2.75x20mm non-bsc stent. The event was resolved and the procedure was then completed. No further patient complications nor injuries were reported.